Event description:
It was reported that after an initial bunion surgery, two plates and seven screws were removed in a revision surgery on (B)(6) 2023 due to a partial nonunion and an extruded screw, which was broken with the tip retained in the patient's bone. There was no other report of patient impact or injury as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery, two plates and seven screws were removed in a revision surgery on (B)(6) 2023 due to a partial nonunion and an extruded screw, which was broken with the tip retained in the patient's bone. Per the surgeon, the extruded screw was in the intercuneiform joint space indicating the dorsal plate was initially placed incorrectly and suspects the patient was non-compliant after the initial bunion surgery. The site was not revised with new hardware per the patient's request. No devices were returned to the manufacturer for evaluation. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no nonconformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, based on feedback from the surgeon, the most likely cause is incorrect placement of the dorsal plate and patient non-compliance/post-op activity. The surgical technique and instructions for use include statements regarding plate placement and post-operative care. The company will supplement the MDR as necessary and appropriate.